Event description:
A literature article reported that following intraocular lens (iol) ciliary sulcus suture suspension procedure all patients had varying degrees of postoperative corneal edema and some patients had anterior chamber fibrin exudation. It was noted that all patients recovered after anti-inflammatory symptomatic treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Tan yunli and wang yanchun. Clinical observation of common posterior chamber intraocular lens suspension. Journal of bingtuan medicine, mar. 2013, vol 35, no. 1. (B)(4).